Event description:
It was reported there was a delay in the procedure; however, the length of the delay was not reported.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The part number supplied as part of the device history report (DHR) review noted the lot number supplied by the complainant aligns with the unsterile part number 36598. The part number in this complaint is for the sterile part, the part and/or lot number will be updated later if appropriate. Device is an instrument and is not implanted/explanted no nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. This review was based on the unsterile part. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during a plate removal operation, for an unknown reason, the surgeon used a hollow reamer to extract a damaged screw and the tip of the hollow reamer broke. It is unknown if the hardware removed was synthes product. The broken part was removed from the patient's bone. Reportedly the surgeon turned the reamer anticlockwise, as instructed in the procedure guide, the tip of the reamer broke after a bit of bone-shaving. No patient harm or surgical delay was reported. The surgery was successfully completed as the surgeon had used a spare product. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.